Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the pump gave a system error. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.